Event description:
As the coil was being positioned in the aneurysm (location not provided) it prematurely detached. The physician pushed the portion of the coil that was in the parent vessel into the aneurysm using the pusher wire. The patient suffered no reported affects due to the event and was "stable" post procedure.